Manufacturer narrative:
Corrected b5. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: - suctioning water was not performed at precleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Reprocessing manual chapter "reprocessing the endoscope" (and related reprocessing accessories) "precleaning the endoscope and accessories" "aspirate water" olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report. The user provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: >200cfu. Bacterial identification: stenotrophomonas maltophilia. Sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: 11cfu. Bacterial identification: unknown.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for 11 colony forming units (cfus) of stenotrophomonas maltophilia. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Water was not aspirated through the instrument/suction channel. During manual cleaning, the device was rinsed before manual disinfection. The detergent used was anios. The biopsy channel/suction channel, suction cage, and biopsy channel cage were brushed. The disinfectant used was anioxyde and the channels were flushed with filter water. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and less than 1 colony forming units (cfus). The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of a positive culture was not confirmed. In addition, the light guide rod lens was cracked. The bending section cover glue separated. The air/water cylinder was scratched. The suction cylinder was scratched. The bending angle was reduced due to elongation of the angle wire. The insertion tube insulation was near threshold value. The suction function was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.